Event description:
Spontaneous call from pt- the new cadd ms3 pump we sent her (B)(4) does not work. She will load a cartridge and it will run for a few seconds and then will say "cartridge not loaded". She switched to backup pump and still has the one due for maintenance as well. No harm to pt. Sending new pump to pt for tomorrow morning. Pt will return broken pump to us. No further info available. Diagnosis or reason for use: secondary pulmonary arterial hypertension.